Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that both the svc coil and rv coil had high/undefined impedance.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the exposed superior vena cava defibrillation coil developed a fracture due to flexing while in vivo. The inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The analyst indicated that the distal conductor is slightly worn from clavicle rib crush but not fracture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was explanted and replaced.

Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for an out of range superior vena cava (svc) coil impedance measurement. Further testing found the rv and svc coil impedances were fluctuating. Follow up with the company representative indicated the lead has a clavicular crush. Currently the lead remains in use; however, it was noted the lead will be replaced. No patient complications have been reported as a result of this event.